Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (12.5 mg/ml at 0.6 mg/day) via an implantable infusion pump. It was reported that the catheter was being revised on (B)(6) 2019. The patient was receiving less pain relief even as their rate was being increased. A dye study was attempted on (B)(6) 2019 but the catheter could not be aspirated so the catheter was replaced. The old catheter was discarded. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient wasn¿t getting relief from the pump and had went through surgery to replace the catheter on (B)(6) 2018 (previously reported as having been replaced on (B)(6) 2019). It was noted that from that day it was all downhill. It was indicated that the catheter was replaced as it wouldn¿t aspirate and a healthcare provider has said it was blocked or something, it was an old / original catheter. It was noted that they did not have any additional information about this, but that it was discovered in 2018 (dye study previously reported as having occurred (B)(6) 2019). It was further reported that their physician had lowered the morphine to 6 mg/day and it used to be 40 mg/day of dilaudid (therapy dates not specified). It was described as having been ridiculous regarding lowering someone that much and it was not worth the patient¿s time as 6 mg of morphine did nothing for them.. It was further reported that a physician put saline in the pump approximately a month ago basically because the patient could not tolerate being under his care. The indication for use regarding the pump was spinal pain.